Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for multiple back operations and failed back syndrome. It was reported the patient had a new ins implanted on (B)(6) 2017 and was seen for device follow-up on (B)(6) 2017. During the follow up check the manufacturer representative (rep) found impedances out of range at 0.7v and 1.5v for electrode 9 when paired with all other electrodes. Also out of range for contact 12 when paired with 0,1,2,3,5 ,8, 9 and 14. The patient complained stimulation was only in left flank/rib area. Patient was successfully reprogrammed to achieve what they described as "perfect" coverage of their lower back pain. Programming: 2-3+ 7-8+ pw 200, rate 50, amplitude 2.55 v. Patient and family member were re-educated regarding patient programmer and charging system, and they demonstrated competence with devices and stated they were very happy with the results of the appointment. The device was reprogrammed without using electrodes/pairs that had out of range impedances. The issue was resolved and no further complications were reported/anticipated.